Manufacturer narrative:
The biomedical engineer stated the pump would be repaired by their repair service. Investigation in process, but not yet completed.

Event description:
The user facility's biomedical engineer reported that during preventative maintenance of the device, the pump would not go into reverse when pressing both reverse buttons. Since the event occurred during preventative maintenance, there was no pt involvement.